Event description:
It was reported, during surgery it was noted that the surgeon appeared to have problems with the trocar. According to the surgeon it was not possible to drill into the distal hole. Nevertheless the surgery was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.